Event description:
It was reported that the inner shaft of the tibial impactor was broken and it could not be removed from the tibial component during implanting the tibial component. The surgeon removed the tibial component from tibia and he removed cement from the component and tibia. He removed the impacter from the tibial component. There was 40~50 min delay due to the event.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured extractor shaft involving a scorpio tibial impactor/extractor was reported. The event was confirmed. Material analysis was performed on the returned device. No material or manufacturing defects were observed. No medical records were requested or received due to the nature of this event. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint databases show there have been no other events for the reported lot ID. The investigation concluded that the shaft broke from multiple overload conditions. No material or manufacturing defects were observed during this evaluation.

Event description:
It was reported that the inner shaft of the tibial impactor was broken and it could not be removed from the tibial component during implanting the tibial component. The surgeon removed the tibial component from tibia and he removed cement from the component and tibia. He removed the impacter from the tibial component. There was 40~50 min delay due to the event.